Manufacturer narrative:
Recurring incontinence was reported. The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the occlusive cuff shell that was the result of wear at the corner of a fold from the outside in. The functional test failures identified during product analysis confirm the reported urinary incontinence, as the leak is the probable cause of the reported issues. Correction to h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) 4.0 cm cuff downsized to a 3.5 cm cuff. It was further reported that patient's level of incontinence prior to the aus was 1 to 2 pad a day. After the aus implant the patient's level of incontinence improved. Today, the patient does not use any pads. The patient's cause of recurring incontinence was due to a loosening of already implanted cuff. There were no other patient symptoms related to this complaint.

Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) 4.0 cm cuff downsized to a 3.5 cm cuff. It was further reported that patient's level of incontinence prior to the aus was 1 to 2 pad a day. After the aus implant the patient's level of incontinence improved. Today, the patient does not use any pads. The patient's cause of recurring incontinence was due to a loosening of already implanted cuff. There were no other patient symptoms related to this complaint.